Event description:
The patient stated that one of the devices she was wearing had started to come loose, so she used adhesive tape to help keep it on. The patient does not always know when the vgo devices are loosening and will sometimes find them on the ground.